Event description:
It was reported that when the device was used during a total abdominal hysterectomy procedure, the staples didn't release from the device. The case was completed with another device with no consequence to the pt.